Event description:
On 12/14/2021, it was reported by a sales representative via sems that an ar-623-36 tibial impactor cracked after it went through wash. This was discovered during a tka procedure on (B)(6) 2021. Case was completed successfully without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the handle was cracked. No fragments broke off from the device. Wear was also noted on the impactor head and anvil of the device. The most likely cause for the reported failure can be attributed to wear and tear.